Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle lite meter and freestyle strips were reviewed, and the dhrs showed the freestyle lite meter and freestyle strips passed all tests prior to release. Retain testing was not performed for freestyle strips as the test strips expired on 31 aug 2020. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc blood glucose meter. The replacement device was issued as customer had reported low glucose results. Due to delivery delay, customer reported being hospitalized due to high blood glucose as she had no method to monitor glucose. The customer did not provide treatment information but did state she was prescribed insulin after hospitalization. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated.. Visual inspection has been performed on the meter no issues were observed. Meter powered on with button and retained test strips. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc blood glucose meter. The replacement device was issued as customer had reported low glucose results. Due to delivery delay, customer reported being hospitalized due to high blood glucose as she had no method to monitor glucose. The customer did not provide treatment information but did state she was prescribed insulin after hospitalization. There was no report of death or permanent injury associated with this event.